Manufacturer narrative:
(B)(4). Batch #: unknown. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable.

Event description:
It was reported that during a laparoscopic low anterior resection procedure, the clip was not formed completely and came off the target tissue. The unformed clip caused bleeding. It was confirmed during use so it was stopped. Another device was used to complete the case. There were no adverse consequences for the patient and the patient is stable. No further information is available.